Event description:
It was reported the patient had a nerve injury that was pre-existing, but it worsened after the initial left elbow procedure. Subsequently, the patient underwent a nerve grafting and nerve repair surgery to address the issue.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01206, 0001822565-2022-01209, 0001822565-2022-01210. Medical products: item#: 00840004410, humeral component plasma sprayed size 4 100 mm length for cemented use only; lot#: 64264426. Item#: 00840001407, ulnar component plasma sprayed size 4 75 mm length left for cemented use only; lot#: 64122609. Item#: 00840009400, articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize; lot#: 64067854. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01206-1, 0001822565-2022-01209-1, 0001822565-2022-01210-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.